Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The report is being transmitted now due to lack of information to the actual legal manufacture of the product. The distributor records were unable to locate during initial reporting time frame. With the new updated information the correct legal manufacture could be set up and file within the system for current and future entry.